Event description:
Extension sets are cracking at the distal adapter. Undocumented incidents in the last month, or babies having low blood sugar level due to fluid not getting to patients as the result of leakage. Pharmacist and neonatal manager are not sure if it is the tpn solution cracking the device, or the staff is over tigthening at the wing hub. Samples to be sent for analysis.